Event description:
The user stated a leak was created when the preclean needle was broken when the operator installed the preclean bottle. The leak was a small puddle in the walkway in front of the analyzer. No one slipped or was harmed due to the leak. No erroneous pt results were generated.

Manufacturer narrative:
The field service representative confirmed the preclean needle was broken and replaced it. Analyzer performance was verified with reagent change and prime.